Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The malfunction was duplicated and attributed to a missing switch collar. Analysis for reports of this type has not identified an increase in trend.